Event description:
Device 2 of 2. Ref MFR report 31627487-2014-08384. The pt had two model 3225 leads from the same lot. It was reported the pt had previously experienced overstimulation and stimulation in the wrong location from her scs system. An sjm rep met with the pt but was unable to performed a system diagnostic to evaluate the issue as the pt had not charged her scs ipg in months. Additional info received identified the pt's physician decided to explant only the pt's scs ipg during surgery on (B)(6) 2014.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #1627487-2014-08384.